Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they receive insulin pump was suddenly blank.customer blood glucose level was unknown. Troubleshooting was performed .the device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. However corroded battery tube spring noted.